Event description:
Front caster of walker had loosened and fallen off several times over an extended period. Pt's husband finally took to the dealer who found that the front threads were stripped. No injury, no adverse consequences.